Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual increase in pace and shock impedance measurements on this right ventricular (rv) lead. Technical services (ts) was consulted and confirmed that measurements are still within normal limits for this lead. Ts also discussed that this coincides with increasing thoracic impedance measurements and low heartlogic index, therefore, it is likely that this increase in measurements is physiologically related. No adverse patient effects were reported. At this time, this lead remains in service.